Event description:
The pt reportedly fell and experienced loss of lock between the internal device and the external equipment. X-ray was performed to reveal migration of the magnet of the internal device. Revision surgery was performed to replace and reposition the magnet of the internal device. The pt's device is functioning.